Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 03/11/2019, electrode belt: 09/22/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. It was reported that the patient's passing was cardiac related and the lifevest was alarming and delivered a treatment. Per clinical review of the available ECG data, from 19:46:37 to 19:47:08, the patient was in sinus rhythm at 90 bpm degrading to ventricular tachycardia (vt) from 120 bpm to 170 bpm. Varying amplitudes, varying hr fluctuating above and below the prescribed programmed rate threshold, and motion artifact prevented a treatment sequence from being initiated from approximately 19:46:37 to 19:47:44. Approximately two minutes later, a treatment was delivered while the patient was in ventricular tachycardia (vt) at 100 bpm, with motion artifact visible on the ECG. The post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Response button use observed in the download data after the shock from 19:50:06 to 19:50:10. It is unclear who was pressing the response buttons. The device declared a non-treatable rhythm at 19:50:54. To the patient's rhythm was asystole transitioning to severe bradycardia at 10 bpm from approximately 19:53:45 until the electrode belt disconnection at 20:01:08 on 11/2/2020. The patient reportedly passed away on (B)(6) 2020.